Event description:
A report was received from a physician stating their patient's device had high impedance, and that the patient hadn't felt stimulation or had voice alteration in a while. It was stated the patient may not undergo replacement since the patient is doing fine. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator was explanted and discarded. Patient was not reimplanted. The generator was explanted due to the vns therapy no longer being desired. No explanted products have been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the vns was "beneficial when it was used and it clearly is no longer necessary for seizure control. A consult is pending for removal of the system". No surgical intervention has been reported to date. No additional relevant information has been received to date.